Event description:
The customer reported via phone call that he does not have any more reservoirs and will be shipped reservoirs along with the replacement pump. Customer stated that he has been getting no delivery alarms and has received a motor error alarm 3 times. Customer stated that he leaves the pump outside the room when he has been exposed to a strong magnetic field. Customer stated that they are able to complete the rewind sequence. Customer has been able to prime other new infusion sets after the motor error message. Customer mentioned that one day he removed the reservoir and there were flakes. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.